Event description:
Reporter noted a posterior capsule tear occurred during cataract surgery. When changing modes to use vitrectomy probe, error message occurred. Rebooted system twice and completed procedure.